Event description:
The customer reported that visible smoke occurred from architect i2000sr scc power supply during system run. The customer turned off the system immediately and called abbott field service engineer (fse). The fse replaced the defective scc power supply (list number 7-202371-01) and the problem was fixed. There is no evidence of fire on power supply. No injuries occurred.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer's issue included a review of historical complaints, inspection of the instrument, design review and review of labeling. Historical complaint reviews did not identify an adverse trend. Abbott field service replaced the power supply of the computer to resolve the issue. It was noted there was no evidence of fire on the power supply of the computer. A design review was performed and no issues were identified. Labeling was found to be adequate. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. Based on the results of this evaluation, the information identified a malfunction but does not indicate a product deficiency.